Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, issue with connection was resolved at the customer location and the device will not be returned. Product evaluation cannot be performed due to this reason. The issue appeared to have been resolved by replacing the batteries of the footswitch. Probable cause appeared to be a component failure of the batteries losing power over time. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review in non-applicable¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. In speaking with olympus technical assistance center (tac), the customer reported the foot switch was unable to pair. Tac advised the customer to replace batteries. Customer would like olympus to come look at the product on site, tac advised a purchase order would need to be placed to dispatch a field service engineer, customer refused.

Event description:
It was reported, the footswitch was not able to pair to the system. There were no reports of patient harm.